Event description:
The customer states that the volume display goes to "0" intermittently. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported he is unable to duplicate the reported issue. Product support advised caller that unit may have a faulty flow sensor, flow sensor cable, or sensor pcb, however it is no longer supported. Customer requested part ID for flow sensor. Product support provided requested part ID and advised that unit is no longer supported. Emailed eol letter. The customer needed some additional information. Initially, the customer was instructed to perform the pvt. Another rse provided him the part #, and the eol. The customer confirmed the exhalation flow sensor was available and plan to order it. The customer will order part and repair unit. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.¿

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Product support advised the customer that the unit may have a faulty flow sensor, flow sensor cable, or sensor pcb; however, it is no longer supported by philips. The ventilator has reached the end of life. As of december 31st, 2020, philips no longer supports accessories, supplies, upgrades, and repair support parts associated with esprit/v200.